Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: hypoglycemia occurred last night and overnight the night of (B)(6) 2013, continuing to morning of (B)(6) 2013. On (B)(6) 2013 bg was low at around 2 am, patient awoke saying that he was low, misunderstanding occurred with father as pump was alarming low cartridge also. Patient was sent back to bed after alarm confirmed. He awoke with a bg of 40 mg/dl in am and numbness in right arm and leg, which resolved after a bit. Father was told by health care provider (hcp) that patient likely had a seizure during the night although this was not witnessed. On (B)(6) 2013, at bedtime, patient had a bg of 53 mg/dl, feeling ¿low¿ per patient, treated with two glucose tablets, then a bg of 43 mg/dl retreated, and then 30 mg/dl, retreated. Bg rose after this. This low bg episode occurred about 930pm per father, after bolus was given and snack eaten. Pump was disconnected from child at bedtime by father and reattached at 4 am when bg went up to 377 mg/dl during the overnight, with no symptoms. Patient did not see hcp after these events, reporter is in contact with hcp via phone. Reporter states that he is questioning if the pump is giving the right amounts of insulin and he is fearful of using the pump, and is asking for pump to be reviewed as he does not trust the pump. Customer support (cs) review found that bg is not always entered for the boluses given. At times, when the carbohydrate bolus is given, the bg is not entered, therefore, the iob is not factored into the bolus calculation and a larger bolus may be given than what is needed. Two larger boluses were found in bolus history. Reporter believes that the larger boluses are given for higher bg readings but he did not wish to review the bgs on this call. Also, the isf may need adjusting. Patient is (B)(6) and may be experiencing hormonal changes. Additionally, patient is eating higher fat foods at bedtime, resulting in bg dropping shortly after the meal, rising later, such as on (B)(6) 2013. Cs instructed reporter to follow up with hcp about the bgs readings/patterns. Instructed father about iob, bolus calculations, entry of carbohydrate and bg into pump for calculations, and to review this with hcp. Cs instructed father that did not find any incorrect delivery of insulin by the pump. This complaint is being reported as a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/08/2014 with the following findings: a review of the pump history showed the last bolus and the last basal delivery occurred on (B)(6) 2013. The total daily doses for (B)(6) 2013 correctly reflect the programmed basal rate. The alarm history showed only typical usage. The pump successfully completed a delivery accuracy test; no warnings or alarms occurred during the 24 hour duration test. During testing, the force sensor calibration was found to be out of specifications. The force sensor resistance was found to be within specifications. There was no evidence of contamination was observed on the force sensor components. A history settings issue was not duplicated during testing. Unrelated to the complaint, evaluation revealed a discolored display; the screen was able to be safely read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.